Manufacturer narrative:
(B)(4) date sent: 7/25/2024 d4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unk procedure, the manual override needed to be used when the cap was put on that caused the staple to deploy malformed. They opened a new device to complete the case without patient harm. No additional information was provided.